Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted that the omnilink elite instruction for use, states: the omnilink elite stent system is indicated for the treatment of atherosclerotic iliac artery lesions with reference vessel diameters of 5.0 mm and 11.0 mm, and lesion lengths up to 50 mm. In this case, it could not be determined if the off-label use caused or contributed to the reported difficulties. The investigation determined that the reported difficulties are related to circumstances of the procedure. The failure to cross and dislodgement were the result of interaction with the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a subclavian artery. A 9.0x29mm omnilink elite stent delivery system failed to cross the lesion due to the anatomy. During removal, the stent dislodged in the brachial artery. After multiple unspecified maneuvers to retrieve the stent, the physician used a 3mm balloon to dilate the dislodged stent in place in healthy tissue. The procedure was prolonged for an additional 3 hours due to the dislodged stent. No additional information was provided.